Manufacturer narrative:
Insulin pump received with blank display due to battery tube connector not plugged in properly. Insulin pump functioned properly after plugging in the battery tube connector. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to blank display. Insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device had a blank display after a battery change. Customer's blood glucose was 199 mg/dl. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.